Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the remote transmission states that the device is nearing elective replacement indicator. Interrogation of the device prior to implant of the implantable pulse generator, states that the battery is good. The device was explanted and replaced. No patient complications have been reported as a result of this event.